Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 9169554. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot. The units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced leakage at the adapter and tubing during use. The following information was provided by the initial reporter: because of coronary atherosclerotic heart disease and unstable angina pectoris, patient went to hospital on (B)(6) 2020. The indwelling needle was used for venous transfusion treatment and negative pressure blood inspection. After piercing, it was found that the ext tube of indwelling needle catheter and y type connection joints had blood leakage, it couldn't be negative pressure blood, so the needle was removed and replaced the new closed venous indwelling needle, replacement of parts to puncture, puncturing was successful, blood sample collection went well. The patient was slightly dissatisfied with this action, after giving an explanation to the patient, he was expressed understanding.

Manufacturer narrative:
FDA device problem code(s): (B)(4). FDA patient problem code(s): (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced leakage at the adapter and tubing during use. The following information was provided by the initial reporter: because of coronary atherosclerotic heart disease and unstable angina pectoris, patient went to hospital on (B)(6) 2020. The indwelling needle was used for venous transfusion treatment and negative pressure blood inspection. After piercing, it was found that the ext tube of indwelling needle catheter and y type connection joints had blood leakage, it couldn't be negative pressure blood, so the needle was removed and replaced the new closed venous indwelling needle, replacement of parts to puncture, puncturing was successful, blood sample collection went well. The patient was slightly dissatisfied with this action, after giving an explanation to the patient, he was expressed understanding.